Event description:
Consumer contacted firm regarding a heating pad which caught fire, damaging the couch. Contacted consumer to confirm heating pad model. Consumer does not believe the pad was a homedics pad as it did not have any homedics markings. Returned pad to firm; company destroyed/discarded heating pad.